Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction. Please see the description for more information regarding the specific circumstances of this event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that this pacemaker had a stored signal artifact monitoring episode (sam) due to oversensing of the minute ventilation (mv) feature. The sam episode revealed high out-of-range impedance measurements of greater than 2,000 ohms. The minute ventilation feature was subsequently disabled. The patient's right ventricular lead was a non-boston scientific product. Technical services (ts) discussed appropriate programming options with the healthcare provider and no adverse patient effects were reported. This device remains in service.